Event description:
Customer reported result of 59 mg/dl stored in meter memory of the aviva system that differed from actual result of 98 mg/dl recorded in customer's diary. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.